Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012. Placeholder.

Event description:
It was reported that during an acdf case, the surgeon was using a quick connect handle with screwdriver shaft to insert a screw when the handle broke and fell apart into 3 pieces where the quick connect pin of the driver attaches to the green handle. The surgeon had another quick connect handle available from another set to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was received for a manufacturing evaluation and the coupling part was separated from the handle. The coupling part broke off at the adapter shaft, which was screwed into the handle. The relevant diameters at the fracture zone were measured and found according to the specifications. The depth of the bore could not be measured because of the damage. This complaint is indeterminate from a manufacturing standpoint. It is possible that a mechanical overload caused this breakage.